Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6)2025. The patient experienced a skin reaction on (B)(6)2025 characterized by itching, rash, redness, swelling/inflammation, pain, discomfort, and infection extending beyond the patch perimeter. On (B)(6)2026, the patient was contacted for additional details. The patient confirmed that he had called his doctor and was prescribed an oral antibiotic, sulfamethoxazole/trimethoprim (combined), to be taken for 10 days. At the time of the report, the patient¿s condition was described as stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).